Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported having difficulty removing the introducer on the infusion set. Patient stated 2 infusion sets leaked and caused elevated readings. Patient reported she is manually inserting the infusion set. Patient stated she had difficulty pulling off the needle box on (B)(6) 2011. Patient reported she feels upon attempting to pull the needle box off, the needle was still in the body and scraped her skin upon removal. Patient stated she thought the cannula was in her body just fine. Patient reported her blood glucose level was 180 mg/dl before going to bed. Patient stated she woke up at 7:30 am with a blood glucose level of 170 mg/dl. Patient's normal blood glucose range is 85-120 mg/dl. Patient reported she bolused for breakfast and for correction and then noticed her shirt got wet. Patient stated she removed the infusion headset and the cannula was bent. Patient reported she inserted another infusion headset and again the needle box was difficult to get off and then the infusion site leaked. Patient stated she ended up inserting a different type of infusion headset. Patient reported the infusion device gave no alert or error message. Patient stated her basal rates had been changed 2 weeks ago. Patient reported she discarded the infusion headsets. Educated patient on pulling the needle box off. Replacement infusion sets were sent; no product return was requested.